Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Additional, changed, and/or corrected data: a2, b2, b5, b6, d1, d2, d4, d6a, d6b, g1, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Medical staff report rupture to device. Device has been explanted. This relates to the right device.